Manufacturer narrative:
(B)(4). Date sent: 6/26/2024. D4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was obtained: was the device locked on tissue with the jaws closed? - no ¿ device was locked on the slr cartridge if yes, how was the device removed? What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Device was attempted to be opened multiple times. Along with pulling the handle to open. Did the jaws eventually open? No ¿ a new device was opened to be used. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lap sleeve gastrectomy, the tech was attempting to load the staple line reinforcement the device got stuck on the reinforcement applicator and was not able to be opened. Case was completed with a new stapler and new reload all the things needed to complete the case. No patient harm was reported.